Event description:
During laparoscopic burch procedure, needle breakage occurred. No x-rays were taken and surgery was not extended beyond 5-10 minutes in effort to locate and retrieve needle which effort was not successful. Pt is now alleging back pain.